Manufacturer narrative:
Access site adverse event/ hematoma/ major bleed/ vessel perforation: the cause of the access site bleeding was most likely unintended use error caused or contributed to event due to the physician could had tented the artery with blue suture hub being pushed in to deep on repo sheath exchange, there was also noted a small artery bleed with possible indication that it was nicked on initial access before anything impella wise occurred and act value at time of bleed was 318.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 81 year old male with an indication for use of impella cp for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with pre support presentation consistent with scai stage c, developed a large hematoma at the right femoral arterial access site after transfer to the ICU. Additionally, a small arterial bleed was identified that may have been caused by an initial access nick prior to any impella-related intervention. The impella pump was subsequently removed, and the access site was closed with perclose and stabilized with a femstop device. Based on the available information, the bleeding event appears most likely related to vascular access complications rather than a direct device malfunction. However, because the impella and introducer were removed as part of achieving hemostasis and a potential contribution from sheath exchange cannot be ruled out, the device will be returned for further investigation. The patient remained hemodynamically stable following pump removal on (B)(6) 2026.